Manufacturer narrative:
Other relevant component includes: product ID 8709 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 201 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1000 mcg/ml of an unknown drug at 128 mcg, via an implantable pump for intractable spasticity. It was reported the patient¿s catheter was fractured. It was indicated there was a break, tear, or hole, and the catheter was revised on (B)(6) 2017, which was provided as the event date. Only the catheter was replaced. The original catheter length was provided as 71.2 centimeters (cm). It was reported 4 cm were sent back to the manufacturer. The remaining catheter was left in the patient. It was indicated the device was used with/in the patient for treatment, and there was no patient death. The catheter was returned to the manufacturer on november 03, 2017. No further complications were reported/expected.

Manufacturer narrative:
Analysis of the device found that the catheter body was broken. If information is provided in the future, a supplemental report will be issued.